Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed calibration for an error 2 (pre-warm inlet pressure error). A check of the pressure with the manifold open to atmosphere showed it remained stuck at -1.0 psi. They discussed this was indicative of a failed pressure transducer and requested a quote for depot repair and a loaner. Per sample evaluation results received via task on (B)(6)2025, it was reported that the loud noise emanating from device with circulation pump running. Tank seals worn out. Circulation pump outlet tube no longer holding diverter in place. Manifold harness had a pinched green wire. This wire was very close to shorting to the frame due to the insulation being crushed against the frame.

Event description:
It was reported that the arctic sun device was failed calibration for an error 2 (pre-warm inlet pressure error). A check of the pressure with the manifold open to atmosphere showed it remained stuck at -1.0 psi. They discussed this was indicative of a failed pressure transducer and requested a quote for depot repair and a loaner. Per sample evaluation results received via task on 16jan2025, it was reported that the loud noise emanating from device with circulation pump running. Tank seals worn out. Circulation pump outlet tube no longer holding diverter in place. Manifold harness had a pinched green wire. This wire was very close to shorting to the frame due to the insulation being crushed against the frame.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.